Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: iud and mirena. Concurrent conditions included paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery b)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Insertion details- 2 coils visible on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral fallopian tube occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: iud and mirena. Concurrent conditions included paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. No further causality assessment were provided for the product. The eporter commented: plaintiff received treatment for pain. Insertion details- 2 coils visible on each side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral fallopian tube occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Lot number: 855630 manufacture date: 2011-04 expiration date: 2014-04. Lot number: 857596 manufacture date: 2011-05 expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: iud and mirena. Concurrent conditions included paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Insertion details- 2 coils visible on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral fallopian tube occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: iud and mirena. Concurrent conditions included paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (B)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff received treatment for pain. Insertion details- 2 coils visible on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral fallopian tube occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 855630, 857596) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. Previously administered products included for an unreported indication: iud and mirena. Concurrent conditions included paratubal cyst. In (B)(6) 2011, the patient experienced pelvic pai. Most recent follow-up information incorporated above includes: on 4-oct-2019: pfs and mr received-new event vaginal pain was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2018 hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pelvic pain and abdominal pain. Reporter's information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.